Event description:
It was found that the head section could not be extended due to a damaged head section trigger assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.